Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Based on the information received, the cause of the reported tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a cardiac tamponade occurred. When ablating on the anterior wall of the left atrium, the patient became hypotensive and felt hot. Flouro and an echocardiogram confirmed a cardiac tamponade in the left atrium for which a pericardiocentesis was performed. There were no performance issues with any abbott device.